Event description:
Sorin group received a report that the scp centrifugal pump stopped during bypass. The pump was hand cranked to maintain blood flow while a backup pump was installed. The case was completed with no further issues. There was no impact to the patient.

Manufacturer narrative:
Manufacture date will be provided in a follow-up report when available. Sorin group (B)(4) manufactures the scp centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that the scp stopped during bypass. The pump was hand cranked to maintain blood flow while a backup pump was installed. The case was completed with no further issues. There was no impact to the patient. Sorin group has requested the pump be returned for evaluation. To date no product has been received. A follow up report will be filed when the investigation is complete.